Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was timing out. Energy not being delivered to the jaws. A device pre-test was done. They had to open another kit to complete the case. The troubleshooting steps taken included changing the cables. There was a procedure delay. There was no patient harm reported.

Manufacturer narrative:
Trackwise -(B)(4). Updated field: b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, component codes, investigation conclusions), h11.; the lot # 3000483775 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was timing out. Energy not being delivered to the jaws. They had to open another kit to complete the case.